Event description:
During an in-clinic follow-up, low pacing impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Abbott technical support was contacted and suspected rv lead damage. Provocative testing was performed, however, the the noise could not be reproduced. X-ray imaging was performed, however, no rv lead abnormalities could be observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.